Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial/lot #: (B)(4), ubd: 14-dec-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a leadless implantable pulse generator (ipg) implant procedure the first attempt to place the device was noted to be too low in the apex and was not deployed. The device was then repositioned into the mid septum. An echo was performed and revealed tamponade from perforation, and pericardial effusion. A pericardiocentesis was performed. The patient was prepped to go into the operating room for repair. The device remains in use. No further patient complications have been reported as a result of this event.